Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level that was "high" per continuous glucose monitor readings and was addressed with a manual correction injection. Customer alleged that pump was not delivering insulin properly, however, review of pump data showed that pump was working as intended and customer later acknowledged that settings needed to be adjusted. Tandem technical support advised customer to consult their healthcare provider regarding diabetes management.